Event description:
The following has been reported: biomed reported: "set error. The pump has been cleaned, and multiple cassettes has been used to trouble shoot pump. Patient info: unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device was returned for sticky fva pins. The fva pins were observed to have severe drag before an infusion was attempted. A cleaning was performed and all drag was resolved. New fva pin lip seals are required. No other damage was identified.